Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The device was returned with an 8f introducer still connected to the catheter. The damage to the paddle was consistent with the damage from using an introducer smaller than an 8.5f introducer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated that the introducer used was smaller than an 8.5f introducer intended for the device. Advisor hd grid instructions for use (IFU) states, ¿the advisor¿ hd grid mapping catheter, sensor enabled¿ also has a straightener intended to compress and guide the distal paddle into, and withdraw from, the hemostasis valve of an 8.5f minimum introducer sheath.¿ the cause of the reported insertion issue is consistent with not following the instructions for use.

Event description:
During the atrial fibrillation procedure, after mapping the right atrium, an attempt was made to withdraw the catheter through the short 8f sheath however, this was not possible. Numerous maneuvers were attempted to free up the tip of the catheter to fit through the distal end of the short 8frsheath, with no resolution. Under fluoroscopy, it was confirmed that the splines appeared inverted which prevented its removal. The catheter and the 8f short sheath were simultaneously removed, while holding manual pressure to close the access site. The catheter and sheath were replaced and inserted through a new access site. The procedure was completed with no adverse patient health consequences.